Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-02333, 3006705815-2024-02335. It was reported that during a spine surgery the ipg was damaged, and the leads were cut at the ipg. Surgical intervention may be pending to address the issue.